Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Stenosis, as noted in the promus instructions for use and the risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, hospitalization is listed in the risk assessment as a no-fault post-procedure complication. Although a conclusive cause for the reported patient effect, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stenosis. Device issue: no device malfunction has been reported. It was reported that the physician mentioned this promus case to the sales rep in passing and did not have any patient or procedure information. The only information that the physician gave was that the patient returned to him with restenosis proximal to the previously implanted promus stent and that the stent had been deployed at 14-16 atm. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.